Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was badly cracked down the left side, the bottom case tabs were broken, and the right plunger case was cracked. A review of the event history log identified depleted battery. During the functional testing the reported issue was able to be duplicated. The battery no longer operates properly due to normal wear. The root cause of the issue was related to normal wear as the batter was over 6 years old. Replaced and fully charged the battery. Performed preventative maintenance, power up process, and all functional tests which passed.

Event description:
It was reported that the pump would not function without being turned on. No patient involvement or injury was reported.